Manufacturer narrative:
The company service representative examined the system and replaced the core module. The core module has been sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4)

Event description:
The surgeon reported the system was turned on and a blank screen displayed. The surgeon was not able to use the laser but was able to complete the case. Additional info from the surgeon stated, he was able to complete the case with no additional surgery required. The pt is doing well.